Manufacturer narrative:
Visual inspection of the returned device showed the shuttle cartridge was disengaged from the handle. An attempt was made to retract the sheath but significant resistance was noted and the shuttle cartridge subassembly did not move. Based on the information received and the investigation performed, the probable cause of the device deployment jam could not be conclusively determined. The review of the lhr (lot f1108001) indicated that the mynx lot met all established performance criteria prior to shipment.

Event description:
It was reported by the aci sales professional that she was present at the case when a female patient underwent a coronary intervention procedure on (B)(6) 2011. The patient was anticoagulated with angiomax peri-procedure. Access was obtained at the right common femoral artery via a 6f merit prelude sheath. There was no report of a pre-procedure femoral angiogram to assess the suitability of closure. Following the procedure, the physician who is a trained user of the mynx, used the mynx with grip technology for femoral arterial closure. It was reported that after the physician shuttled down the sealant, the device appeared to be "stuck" upon removal. Reportedly, the physician attempted to manipulate the sheath back intra-luminal but that was unsuccessful. The physician deflated the balloon, removed the device and converted the patient to 30 minutes of manual compression followed by an application of a femostop. The patient was ambulated and discharged to home the same day with no reported clinical sequela. No further information was provided.